Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via manufacturing representative, regarding a (B)(6) female patient receiving intrathecal clonidine 94.4mg/ml at 19.635mcg/day, baclofen 414.7mcg/ml at 86.257mc/day, and dilaudid 96mg/ml at 20.004mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that there was a drug related programming error. The programming of the drug was not updated at the last refill. The secondary drug concentration was changed and the tertiary drug was added but never programmed. On (B)(4) 2015, the manufacturing representative wanted assistance calculating the actual drug dose. It was noted that the patient was not having any problems. The hcp was curious if they could bypass the bridge since he was not changing the rate, just correcting programming. Reviewed that this was a medical decision. The serial number of the 8840 involved in the programming error, troubleshooting/action/interventions taken to resolve the programming error remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Device code (B)(4) is not applicable for this event.